Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine device replacement, a break in insulation was observed on the lead. The lead was capped and replaced.